Event description:
It was reported that during device change out, externalized conductors were observed via fluoroscopy. The lead remains implanted. Patient monitoring will continue.

Manufacturer narrative:
(B)(4).